Event description:
Procedure type: hysterectomy. According to the reporter: the customer reports that the surgeon used the device to close the vagina for the procedure. The suture was loaded and being used inside the pt and the surgeon thought it was malfunctioning and then the needle broke in half. Another needle was opened and loaded and the procedure was completed. Operative time was not extended beyond 30 minutes. There were no ill effects to the pt. No blood loss or tissue damage occurred. No add'l medical intervention was required.

Manufacturer narrative:
(B)(4).